Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant was replacing a pc and found automated impella controller (console) damaged. The team made the choice to replace the automated impella controller (aic) device and following the instructions for use recommendations by utilization of a backup controller. No patient was involved.